Event description:
Baxter reported smoke emitting from the power plug on the device side of the clean flash. No patient injury or medical intervention was reported. Call center staff arranged to swap the instrumental.

Manufacturer narrative:
.